Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the device was able to run for a week with no issues. The power supply was replaced as preventative maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center power supply was cut. The issue was found during preparation for use in a diagnostic laparoscope procedure. The procedure was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not reproduced during the inspection; therefore, the cause could not be identified. However, since the power unit has been replaced as a preventive maintenance, and it is likely that the phenomenon is caused by the power unit. Olympus will continue to monitor field performance for this device.